Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged hip pain and problems. Also excessive levels of chromium and cobalt in his blood. Update rec¿d 1/9/2015 - legal claim, authorization to provide asr explanted components and used medical device for shipping forms received. Dor provided. Stem and sleeve added for elevated metal ion levels. This complaint was updated on: 1/28/5.